Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
An advocate called (B)(6) customer service on behalf of the customer to receive help with their contour next ez meter. During troubleshooting, control tests were run which gave readings of 159 mg/dl and 224 mg/dl at 5:18 p.m. And 128 mg/dl at 5:39 p.m. With the meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips and control solution associated with the event expired in feb-2022 and nov-2022 respectively, therefore, an in-house testing could not be performed. The device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.